Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information from a clinician that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a high out-of-range shock impedance measurement. Boston scientific technical services (ts) was consulted and reviewed remote monitoring data. Ts discussed that the shock impedance measurements returned to normal ranges the day after the out-of-range measurement and that electromagnetic interference (emi) may be a possible cause for the out-of-range measurement. This ICD remains in service. No adverse patient effects were reported.